Manufacturer narrative:
Ppae (hematuria): the cause of the injury was not determined due to insufficient clinical details. Ppae (ischemia): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. A5 and a6 are unknown.

Event description:
A 62-year-old patient received impella cp therapy for cardiogenic shock and was transferred to a tertiary center for stabilization. Two complaints were noted: pink-colored urine, most likely due to hemolysis, and absent foot pulses on the impella side, requiring surgical femoral artery repair and replacement of impella with an iabp. Both complications are listed in the impella IFU, and best practice guidelines provide clear instructions to minimize their occurrence. It is unclear whether these were followed, as the patient was transferred. Importantly, impella cp helped the patient survive the acute phase of cardiogenic shock.